Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided. Therefore, device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a double row speed bridge rotator cuff repair the ar-13991n surefire scorpion needle tip broke, technique involved using triple-loaded 5.5 corkscrews on the medial row and 4.75 swivelock anchors on the lateral row. The scorpion needle tip broke on the second corkscrew. The surgeon continued with the lateral row before using fluoro. X-ray revealed the broken tip in the tendon above the lateral row. Facility reported the surgeon felt it would be better to leave than try to take out. Patient was a (B)(6) male. Follow-up investigation: the surefire scorpion needle is being held by the facility until their incident report process has been completed. Once completed the surefire scorpion needle can be returned for evaluation. The lot number of the surefire scorpion needle was not recorded and is unknown.